Event description:
It was reported that the t: slim x2 pump battery would not charge despite attempts to use different adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and instructed the customer to use multiple daily injections as a backup therapy. They advised the customer on the necessary steps for managing the issue, including instructions for returning the defective pump and preparing for the replacement, which would have updated software.